Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the printed circuit board failure caused by aging degradation and stress due to heat/humidity. There are no facts confirmed to suggest that these are caused by any misuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. Section e1: (B)(6).

Event description:
It was observed that during the device evaluation, the video system center displayed no image. There were no reports of patient involvement.